Manufacturer narrative:
Additional information was received indicating that the cuff to a portex® endotracheal tube would not stay inflated while in use with the patient. It was reported that ventilation was impossible and that the patient went several minutes without being ventilated. Subsequently, the tube was changed out. No further adverse patient effects were reported.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that there was a serious problem with a smiths medical portex® endotracheal tube during an operation. There were no reported adverse effects.

Manufacturer narrative:
One sample was returned for evaluation. Visual inspection of the device found it to have a damaged inflation line. The sample underwent functional testing by inflation using a syringe. It was noted to be impossible to inflate, therefore the reported complaint was confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.